Event description:
Pt experienced left hip and pelvic pain. Failed acetabular component left hip. Acetabular metal component tight but metallosis at the incision site, not extending down the inside of the femur. Polyethelene was obviously fractured.